Event description:
N/a.

Manufacturer narrative:
An event of perivalvular leak and patient effect of stroke were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The final implant depth was 0-1 mm at non-coronary cusp (ncc). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined.it is possible with combinatio of patient condition (heavy calcification) and procedural conditions (implant depth); however, this cannot be confirmed. The reported patient effects of stoke could be cascade effect of perivalvular leak, but cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for transcatheter aortic implantation (tavi) procedure using a large flexnav delivery system. The annular dimensions of the native valve were perimeter 74.0mm, area 414.8mm2, diameter 23.1, left ventricular outflow tract (lvot) perimeter 74.5mm. During procedure, a 20mm balloon pre-dilatation was performed with a 20mm balloon. The annulus was heavily calcified extending into heavily calcified annulus extending into left ventricular outflow tract (lvot). The sinotubular junction and aortic arch were heavily calcified x1 recapture required during implant as initial position too high. A full deployment was achieved on 2nd attempt. The final implant depth was 0-1mm at non-coronary cusp (ncc), 2-3mm at left coronary cusp (lcc). A mild leak on echocardiogram but no post dilatation was performed due to high position. After procedure on the ward, patient was noted to have stroke symptoms. The patient was then rushed for scans which confirmed they had suffered a stroke. The patient was reported critical.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.